Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, a force issue occurred. The investigational analysis completed on 1/21/2019. The device was inspected and the pebax was found damaged with a small piece missing, leaving metal exposed. Two other damages were observed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. During the carto test, no temperature was observed. As a result, the force feature was unable to test. However, no force errors were observed during the carto test. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode # 2. Failure analysis was performed and the catheter was dissected on the tip area. The electrical wire was found broken, causing the improper electrical signal. Additional electrical testing was then performed on the catheter. The catheter was found within specifications, but the thermocouple values were found out of specification. Further failure analysis testing was performed and it was found that there was electrical intermittence on the tip area, creating the temperature issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the electrical issue cannot be determined. However, an internal corrective action was created to investigate both the electrical and temperature issues. Thermocouple failure is detectable in production. However, the wires can break during the procedure, due to the manipulation of the device. This failure does not represent any patient safety impact. Manufacturer ref no:(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/15/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, a force issue occurred. The pressure could not be displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The force issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi failure analysis lab received the device for evaluation on 11/15/2018 and found pebax damaged with a small piece missing leaving metal exposed. The pebax damage has been assessed as MDR reportable. The awareness date has been reset to 11/15/2018.